Manufacturer narrative:
(B)(4) per DHR the product auto endo5 ml lot # 73c1900444 was manufactured on 03/19/2019 a total of 288 pieces. Lot was released on 03/28/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file anp1900071686 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were also able to be successfully applied to over-stressed surgical tubing. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. No defects or anomalies were observed. Reference file anp1900071686 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "clip loaded in closed condition" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 13 clips remaining in the channel indicating that the end user fired 2 clips. All of the clips were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
Qn# (B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. 3003898360-2019-01122 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900444 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, the first clip was loaded in closed condition. Although the second clip was loaded properly, the user thought it might be unsafe to use the device, therefore, he/she replaced it with a new one to complete the operation. No clip fell/remained in the patient.